Manufacturer narrative:
Medtronic received additional information that an unknown duration post implant of this 18mm pulmonary valved conduit, the conduit was explanted and replaced with a non-medtronic device. The reason for explant was not reported. Additionally, an unknown duration post implant of the non-medtronic device, a 16mm transcatheter pulmonic valve was implanted valve-in-valve for unknown reasons. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 8 months post implant of this 18mm pulmonary valved conduit in this pediatric patient, it was replaced valve-in-valve with a 16mm transcatheter pulmonic valve for unknown reasons. No additional adverse patient effects were reported.